Event description:
It was reported that the patient experienced an infection and erosion of the cardiac resynchronization therapy pacemaker (crt-p). It was noted that the device was exposed. The crt-p system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.